Manufacturer narrative:
According to the description of the hospital there was no malfunction of the device. Based upon the customer's description, maquet believes user error is the root cause of the event. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
On request of the surgeon, the operating table was being adjusted and the table lowered. The edge of the table lowered onto the height adjustment knob of a mayo instrument tray which was positioned under the tabletop. As the table continued to be lowered, the base of the operating table lifted off the ground. The combined load of the table and patient sheered the adjustment knob off of the accessory tray and the table fell to the ground, trapping the assistant surgeon's foot under the support plinth. As a result, one of the surgeon's toes was bleeding and the nail detached. No injury to the patient was reported to maquet. (B)(4).